Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, self-test, and unexpected restart error test. All operating currents are within specification. Off no power alarm functions properly. The no delivery alarm functions properly during the basic occlusion test. Unit was unable to prime/compromised force sensor system test due to moisture damage in force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor had moisture damage. Unit had cracked display window, cracked case at display window corner, and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that insulin did not exit the tubing after she changed the infusion set the night before. She changed the infusion set and reservoir three times. Customer's blood glucose level was 423 mg/dl. She corrected her blood glucose level with a syringe. The customer believed the insulin pump did not deliver insulin during the night causing her high blood glucose level. There was an absence of a no delivery alarm. The high pressure test failed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.